Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult stylet removal is confirmed and was determined to be use-related. One 4 fr s/l powerpicc solo with its detached stylet and t-lock assembly was returned for evaluation. An initial visual observation of the stylet revealed blood use residues throughout the device. Several bends were observed at the distal end of the stylet. A microscopic observation revealed no disjointed coils along the length of the stylet. The bends at the distal end of the stylet did not have any observable disjointed coils. The distal weld tip was observed to be present along the stylet. The cause of this failure was likely caused during insertion of the catheter and stylet, as insertion against resistance may cause the stylet to bend proving difficult stylet removal. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the client was performing a guidewire retrieve when the guidewire jammed and could not be retrieved, resulting in a wasted powerpicc solo.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.